Event description:
The international distributor reported the ventilator went vent inop and alarmed while in use on a patient due to a flow sensor failure. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The distributor replaced the main pcb board to correct the reported event.

Manufacturer narrative:
Distributor does not return parts due to custom costs: no parts returned due to custom costs

Event description:
Supplemental report.

Manufacturer narrative:
Malfunction